Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
An osvii lumbar shunt catheter 5 cm was inserted. The unit was found to be blocked and was replaced by a medtronic lumbar shunt. Additional clinical info has been requested.